Event description:
It has been reported to philips that system did not turn on. The system was not in clinical use. No harm has been reported to philips. A philips service engineer inspected the system on-site and confirmed the reported issue. Review of the system log file showed that there was a problem with the host pc. The engineer replaced the host pc and returned the system to use in good working order.